Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 119 mg/dl. The customer was instructed by technical support to remove an obstruction from the speaker holes, clean the area, and attempt to resume insulin delivery. When the original cartridge failed to vent properly, the customer was advised to load a new cartridge, after which the issue was resolved and the pump resumed normal operation.